Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (removing tubes, uterus & cervix)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and influenza like illness ("feeling flu"). The patient was treated with surgery (hysterectomy (removing tubes, uterus & cervix) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and influenza like illness outcome was unknown. The reporter considered influenza like illness and pelvic pain to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and influenza like illness ("feeling flu"). The patient was treated with surgery (hysterectomy (removing tubes, uterus & cervix) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and influenza like illness outcome was unknown. The reporter considered influenza like illness and pelvic pain to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain. Most recent follow-up information incorporated above includes: on 31-oct-2018: case (B)(4) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this case - medical history and event feeling flu added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.